Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts were returned to the manufacturer for analysis. Part not returned.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the site was booting the system and it was displaying an unable to initialize collimator error. The site rebooted the system and was able to proceed. No patient present.